Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have grip input disk broken. Input disk 6 and 7 was found broken. The broken input disk causes the instrument to don't move properly.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument did not move in the right way like it usually does. The procedure was completed with no reported injury and less than a 15-minute delay.